Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during testing, the display screen was dim and discolored. The battery compartment was observed to be cracked. All the keypad buttons were under responsive during testing; evidence of contamination was found around all the key contacts. The returned battery cap had stripped threads; a test cap was used to complete investigation. Unrelated to these issues, the audio bolus button was punctured. The button responded properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a display issue, damage to the battery compartment, a keypad button response issue with evidence of contamination, and damage to the battery cap. This report is made based on results of investigation completed on 11/13/2015.